Event description:
It was reported that suture placement in the common femoral artery was attempted with a proglide device using the pre-close technique prior to an interventional procedure. Reportedly, the device became stuck and required a cut-down procedure under general anesthesia. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment.. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for eval updated from 'no' to 'yes'. H6- type of investigation code 4115, investigation findings code 3221 were removed.

Event description:
Subsequently to the initially filed report, additional information was received. It was reported that the proglide was attempted prior to a peripheral angioplasty procedure. Due to the surgical intervention, a clinically significant delay occurred. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.